Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated that th buttons on the key pad do not respond. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform error test due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, cracked display window, broken belt clip slot and minor scratches on lcd window.